Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted. No additional adverse patient effects were reported.

Event description:
It was reported, that this pacemaker was found to be in safety mode. A device change out procedure was performed, and it was explanted. No additional adverse patient effects were reported. At this time, it is unknown, if this device will return for analysis.